Event description:
The physician used a prestige plus 9185 pressure guidewire and the wire functioned as intended. When he tried to remove the wire, it became stuck on a stent. A balloon was used to allow removal of the wire. No patient injury was reported.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer. A full eval will be made if the device is returned and a supplemental report will be submitted at that time. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.